Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of dyspnea and worsening mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology, as the bi-leaflet prolapse likely affected leaflet insertion in the clip. The reported worsening mr appears to be related to patient/procedural conditions, and likely due to the slda of the clip. The reported dyspnea and syncope were likely symptoms of the worsened mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing the mr to 1. On (B)(6) 2017, the patient was hospitalized with syncope and dyspnea. It was confirmed that the clip had detached from one leaflet and remained attached to the other leaflet (slda). The mr had increased to 4+. On (B)(6) 2017, a second procedure was performed for treatment. One clip was implanted. The mr was reduced from 4+ to 1-2+ with a good patient outcome. No additional information was provided.